Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and ps1 power supply were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system rebooted following a case. The procedure was completed without further incident. No pt injury was reported.